Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following information. One clinician stated that when she programs secondary infusions, she changed the vtbi that prepopulates on the alaris system to match the volume that is displayed on the medication pharmacy label. No patient harm reported. No other details provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of multiple issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.